Event description:
It was reported that this right ventricular (rv) defibrillation lead exhibited high out of range pacing impedance measurements greater than 2,000 ohms. Shock impedance measurements were observed to be within normal limits. No adverse patient effects were reported. This device remains in service.